Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment with (injection) inj. Meropenem (2 grams, twice a day, route not reported) and inj. Targocid acid (400 mg, twice a day, route not reported). At the time of this report, treatments with meropenem and targocid acid were ongoing. The outcome of the event was unknown. At the time of this report, dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4) on an unknown date, dianeal therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis. At the time of this report, the patient¿s pd effluent was not clear and the patient has not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.